Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had deactivated a pod as he was getting high blood glucose (bg) levels. The patient had run out of insulin and contacted the hospital who were going to supply insulin until his prescription came through. The patient drove to the hospital with the deactivated pod still being worn. When he arrived at the hospital, he had low bg's of 1.8 mmol/l (32 mg/dl). The patient had tested his bg's at home before driving to the hospital and was high (exact level unknown). The patient believes the pod kept on delivering insulin even though it had been deactivated. The dexcom app showed high glucose readings, which conflicted with a finger prick test at the hospital confirming hypoglycemia. The patient was treated with glucose via IV, dextrose, and additional medications (name unknown). The pod was removed at the hospital. The patient was released after 8 hours.